Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that the patient needed to find where to find the estimated refill date on their myptm application (personal therapy manager application). Patient services reviewed. It was also reported that the patient had a hard time connecting to the pump and had a "really long lag at 91%". Patient services reviewed how to delete data. The patient stated that he had 8 boluses per day. The patient was able to connect quickly. The patient also reported that their handset timed out quickly. The patient was then transferred to healthcare information technology (hcit). Additional information was received from the patient reporting that the software version of their myptm was unknown. They stated the ptm symbol kept coming up. The connection lag at 91% resolved at the time of this report.